Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a routine generator change. During the procedure, the patient's atrial lead was also explanted and replaced due to phrenic nerve stimulation. The lead was previously deactivated shortly after implanted in 2012 to avoid the phrenic nerve stimulation. The patient was stable throughout.